Manufacturer narrative:
The unit had currents in specifications. The unit was stuck in the motor error alarm loop during bolus delivery and a motor position encoder error alarm was confirmed in the history file. The unit passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement test. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had a minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. The unit not wiping history out and no history anomaly was found. The drive support disk was inspected and no anomaly was found.

Event description:
The customer called to report multiple motor error alarms and a motor position encoder error alarm. The customer's blood glucose reading was 121 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.